Event description:
It was reported that an armada balloon catheter was advanced to the left arm fistula, heavily calcified lesion. Upon inflation, the balloon burst at rated burst pressure and the device was removed without issue. Another armada balloon catheter was advanced to the same lesion. Again, the balloon burst at rated burst pressure and was removed without issue. A non-abbott dilatation device also had a balloon rupture, and so an unspecified cutting balloon was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis was not able to detect the reported balloon rupture, but identified a leak in the hub, which was found when the balloon catheter was pressurized. It is likely the loss of pressure from the hub was mistaken as a balloon rupture. A search of the complaint handling database was performed and found one additional incident identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other armada balloon dilatation catheter is being filed under a separate medwatch report.